Manufacturer narrative:
Final analysis found that the insulation was abraded at 7.8cm to 8.0cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12834. It was reported that an asymptomatic patient presented to a normal upgrade procedure. Upon device interrogation prior to opening the patient, it was revealed that there was noise over-sensing on both atrial and ventricular leads, reproduced with isometric exercises. The noise on the atrial lead caused inappropriate automatic mode switch episodes, while the ventricular channel had false high heart rate measurements. Both leads were explanted and replaced during the upgrade procedure. Patient was stable after the surgery.